Event description:
It was reported that the procedure was to treat a lesion in the proximal right coronary artery (rca) with 80% stenosis. A pilot guide wire was advanced to the lesion and two non-abbott balloons were used for pre-dilatation. A 2.25x30 mm non-abbott stent was deployed at the distal rca and a 2.5x30 mm non-abbott stent was implanted at the mid rca. A 3.0x33 mm xience prime stent delivery system (sds) was advanced but could not cross due to the patient anatomy and became stuck at the proximal rca due to the patient anatomy. During removal of the sds, the stent dislodged. A snare was used to retrieve the stent successfully. Another 2.75x30 mm non-abbott stent was deployed at the proximal rca. Final angiogram showed good result without any complication. There was no patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product: guide wire: pilot 150 stent: resolute integrity 2.75x30mm, 2.25x30mm. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.